Event description:
It was reported that balloon rupture occurred. The totally occluded target lesion was located in the mildly tortuous and severely calcified superficial femoral artery and below the knee vessel. A 2.0x220x150 (4f) sterling balloon catheter was advanced for dilatation. However, during inflation at nominal atmospheres, the balloon ruptured. The device was simply pulled out and completely removed. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR.: returned device consisted of a sterling balloon catheter. The balloon was loosely folded and bloody. Analysis of the tip, balloon, inner/outer shaft, exit notch/port weld and hypotube included microscopic and visual inspection. Inspection revealed a pinhole in the balloon material that was 81mm from the tip of the device. Inspection of the rest of the device found no other damage or defect.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The totally occluded target lesion was located in the mildly tortuous and severely calcified superficial femoral artery and below the knee vessel. A 2.0x220x150 (4f) sterling balloon catheter was advanced for dilatation. However, during inflation at nominal atmospheres, the balloon ruptured. The device was simply pulled out and completely removed. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine.